Event description:
The valve was implanted in 1997 and revised in 2000 due to swelling around the valve. The pt fell on their head, which caused damaged to the valve. When revised, leakage was noticed at the bottom of the valve.